Event description:
Complainant alleged that during biomed testing, the device displayed "pacer disabled" message intermittently in pacer mode. Complainant indicated that there was no patient involvement in the reported malfunction.